Event description:
It was reported that the handpiece began leaking oil during an oral surgery. There was no reported pt or user injury, and the procedure was completed successfully with another device that was on hand.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. A bad rotor coupler was found and repaired, and several components including the nose cone were replaced. Along with the preventive maintenance, the handpiece was repaired and returned to the customer.